Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03712 & 2015-01098).

Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2003. Legal counsel further reports a revision procedure was performed on (B)(6) 2013 due to pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision procedure on (B)(6) 2013 due to elevated metal ion levels and clunking, clicking and catching in the hip. Revision operative report noted the presence of a black stained pseudotumor, black stained erosion in the greater trochanter and a cavitary defect in the trochanter. The stem and acetabular cup were well fixed. The modular head was removed and replaced with an active articulation head. Operative report noted patient underwent a right hip arthroplasty on (B)(6) 1994 and a right hip revision procedure on (B)(6) 2010 due to poly wear and osteolysis. Revision operative report noted the presence of a leg length discrepancy and inflammatory debris. The stem and acetabular cup were well fixed. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product / lot code / expiration date - unknown, PMA/510(k) number, manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2003. Legal counsel further reports a revision procedure was performed on (B)(6) 2013 due to pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, and lack of mobility. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.